Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the retaining screw at tooth site #30 was removed due to pain. Patient reported pain and sensitive to palpation during uncovering.